Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was confirmed, and the technician confirmed foam degradation during device evaluation. The device was scrapped.